Manufacturer narrative:
(B) (4).

Event description:
It was reported the pt was unable to adjust the stimulation. The pt felt no stimulation. The pt did not have a current physician to manage the ins. The symptoms began after a fall. Impedance readings were >3600 ohms on contacts 0-3. Impedance values were normal on contacts 8-15. Four days later it was reported the pt had the device since 2001. The pt has had many surgeries on the system. The pt had 3 leads. One of the leads was broken and it needs to be fixed. The pt was seen for reprogramming due to the scs stopped working. Two of the 3 leads were able to be programmed to working again, but it was only possible to get the right leg stimulation working. Following the appointment the pt began experiencing pain in the right thigh which the pt did not have prior to the programming appointment. The pain in the thigh did not hurt to touch or to walk but hurt severly if the pt bent where the calf would meet the thigh. Add'l info has been requested.